Event description:
It was reported that a spectrum pump had failed downstream occlusion testing reading high pounds per square inch (psi)(19.15 and 21.05). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion testing reading high pounds per square inch (psi)(19.15 and 21.05). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h6 health effect - impact codes: was f26 and should have been f27 the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a failed downstream occlusion did not occur. A review of the event history log revealed multiple downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation inspected the device through the downstream occlusion test and downstream sensor test but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.